Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed multiple ruby coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a pc400 through the middle of the microcatheter. The physician attempted to remove the microcatheter with the pc400 inside and consequently, the pc400 unintentionally detached within the microcatheter. The pc400 was successfully removed, and the procedure was then completed using the same microcatheter and a new pc400. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the distributor on 04/03/2019: describe event or problem. Results: the pet lock was separated and pull wire was retracted at the proximal end of the pusher assembly. The pull tube was kinked approximately 3.0 cm from the proximal end. The pull wire was retracted into the pusher assembly. The pusher assembly distal detachment tip (ddt) was undamaged. The introducer sheath was ovalized approximately 26.0 cm, 83.5 cm and 84.5 cm from the proximal end. Conclusions: evaluation of the returned pc400 pusher assembly revealed a separated pet lock and retracted pull wire. If the pusher assembly is forcefully mishandled during removal from the microcatheter, the pet lock may become broken and pull wire may be retracted. If the pet lock is broken upon removal of the device and the pull wire is retracted, the embolization coil will likely detach from the pusher assembly ddt. This was likely the cause of the detachment. The embolization coil and non-penumbra microcatheter were not returned for evaluation; therefore, the root cause of the initial resistance experienced while advancing could not be determined. Further evaluation revealed ovalizations along the introducer sheath. These ovalizations were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed multiple pc400s using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a pc400 through the middle of the microcatheter. The physician attempted to remove the microcatheter with the pc400 inside and consequently, the pc400 unintentionally detached within the microcatheter. The microcatheter was then removed with the pc400 inside, and the procedure was completed using the same microcatheter and a new pc400. There was no report of an adverse effect to the patient.